Manufacturer narrative:
(B)(4): eval results: dissection.

Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the proximal lad to treat the target lesion. Another endeavor sprint rapid exchange (rx) drug-eluting stent was implanted overlapping to treat complications of a dissection after the initial stent implantation. Patient was discharged 1 day after procedure.